Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg/permanent implant procedure on (B)(6) 2020 the physician accidentally cut the implanted lead. As such, the lead was explanted and replaced with a new lead addressing the issue. Reportedly, impedance readings were normal and full coverage of the pain area was achieved with the new lead.